Manufacturer narrative:
The product was returned for analysis and plunger override was observed. The returned photo shows five(5) activated company devices. Due to a bad quality of the photo, the position of the plunger and the lens cannot be confirmed. Additional observations were as follows: the device was returned loose in the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced into the mid nozzle and is advanced over the lens. The lens is advanced just past the lens bay and is misfolded. We are unable to determine the root cause for the reported complaint "the plunger went over the lens". Plunger override was observed. Plunger override may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implantation procedure, 2 iols could not be placed and during the surgery the incision was enlarged to able to place the lens. The plungers went over the lenses and the lenses did not go properly in the eyes. This occurred with 2 lenses on one patient during the same procedure. Additional information was provided indicating the leading haptics were pointing forward and stretched out. The procedure was completed and there was no indication that the implanted iol had an issue. There are a total of 2 medical device reports associated with this one patient during the same procedure. This report is for second of the 2 iols reported and this one will reflect the reportable malfunction.